Manufacturer narrative:
Summary of evaluation: the cause of this event could not be determined. The device was lost during the decontamination process and could not be evaluated. No similar events have been reported with this device.

Event description:
The extractor end broke. There was no adverse consequence for the pt or delay in surgery.